Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. This is 1 of 2 reports of the patient needing IV medical intervention after wearable failure that occurred two separate times. On (B)(6) 2025, the reporter (the patient¿s wife) stated that she received a notification from the mobile application indicating that the sensor had failed four days after placement on the patient¿s arm. The reporter was unable to recall the last egv displayed prior to the sensor failure. No fingerstick blood glucose measurement was performed by the reporter at the time of the failure. The reporter could not provide the exact time of the event but reported that the patient was sweating and experiencing convulsions. No treatment or medication was administered by the reporter. Emergency medical services were contacted, and upon arrival, paramedics performed a fingerstick blood glucose test, which showed an unspecified low value. The patient was treated with intravenous dextrose. No additional medications or treatments were provided. Paramedics offered transport to the hospital; however, the patient declined. They remained on scene for approximately one hour before leaving. At the time of the report, the patient was described as stable and ¿fine¿ by the reporter. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be low count aberration. No additional event or patient information is available.